Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va1ggtc, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type lead.

Event description:
The manufacturer representative (rep) reported that on the day of the report, the patient experienced a shocking sensation during a normal impedance check. It was determined that multiple parameters of the impedance check were out of normal impedance. The patient was being scheduled for a possible wire revision. There were no further complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.